Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture, clear surgical residue and debris on lens. Visual inspection found debris and residue on lens. Claim#: (B)(4).

Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -9.50/1.0/075 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(4) 2019. The lens was removed and replaced on (B)(4) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.